Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on 07/14/2017 via medwatch #(B)(4). Device manufacture date: unknown. A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. UDI#:(B)(4).

Event description:
It was reported that an infant developed an unstageable pressure injury under the 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system. The patient received wound care therapy due to this incident.